Event description:
It was reported that sometime post a ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement, the drainage catheter connector allegedly fractured. The catheter was removed and replaced. There was no reported no patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided for review. The second photo shows the partial view of implanted catheter tubing in which fluid leak can be noted. The third photo shows cracks in catheter connector hub. The fourth photo shows over sleeve separation from the catheter connector hub. Therefore, the investigation is confirmed for the reported fractured drainage catheter connector issue and identified over sleeve separation and leak issue, as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement, the drainage catheter connector allegedly fractured. The catheter was removed and replaced. There was no reported no patient injury.